Event description:
It was reported, the patient was experiencing ineffective therapy post fall. X-ray imaging confirmed migration of both leads. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed that the impedance levels were invalid. As a result, both leads were repositioned and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.